Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The failure mode/s reported is known, previously analyzed, and documented in the risk management file. There was not enough information to determine if a serious injury or malfunction was the results of aligner usage. No new failure mode/s was identified; therefore, no CAPA is required. The complaint will be monitored through standard trending activities.

Event description:
Patient reported their back tooth chipped due to aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.